Event description:
Per the clinic, the patient experienced a failure of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.